Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation found the returned microcatheter to exhibit incomplete flaring with an exposed braid at the hub transition, which would have caused the resistance described in the reported event. The exposed braid was found to be protruding into the lumen. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed braid and flaring issue, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
It was initially reported that the luer sample was unused and was removed from the packaging. The luer hub was trimmed to get a closer look at the catheter inner diameter. We couldn¿t insert a pin gage of 0.026¿ minus; the pin gauge was measured with a laser micrometer, and the diameter was around 0.02592.¿ the diameter in this case is below the final inspection acceptable diameter. When the device was received and analyzed, the microcatheter exhibited an exposed braid at the hub transition.